Event description:
It was reported that the patient had come into outpatient and the ventricular assist device (vad) coordinator had noticed there were some unusual low voltage and emergency backup battery (ebb) fault alarms. It was noted that the low voltage alarms were thought to be caused by a contact error between the battery and battery clip. This was attempted to be replicated by the vad coordinator with proper battery and battery clip and the alarm occurred again. It was noted that there was an ebb exchange in (B)(6) 2025 (B)(4) but the ebb fault alarms had returned. The vad coordinator corrected the issue by reconnecting the ebb but stated that it was repeatedly happening to this patient. It was requested that a look be taken at the system controller to see if that was the issue. The log files were reviewed, and an ebb fault event was seen at 03apr2025. This event occurred after an attempted load test. There were also several low power advisory events recorded while on battery and mobile power unit (mpu) power. These events were associated with brief reduction in the relative state of charge (rsoc) signal values. Based on the troubleshooting provided and the log files it was suggested that the voltage issue may be due to an issue with the system controller. It was recommended that the system controller be replaced whenever possible and if the patient could tolerate a pump stop. The system controller was exchanged resolving the alarms and would be returned for evaluation. The system controller exchange resolved all alarms and no more had been heard from the hospital. The product return information will be provided when available. Further review of the log file found voltage fluctuations while connected to the mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of voltage fluctuations while connected to the mobile power unit (mpu) was confirmed via log file analysis. The mpu was not returned for analysis; however, log files were submitted for review. A review of the submitted event log file showed events spanning approximately 2 days (02apr2025 - 04apr2025 per timestamp). Intermittently throughout the log file, the relative state of charge (rsoc) voltages were observed to be lower than the expected voltage on the black power cable while connected to the mpu. The periodic log file captures events at a set interval rather than during the occurrence of an event. There were no other notable alarms active in the periodic log file. A root cause for the reported event was unable to be conclusively determined. The device history record for the mobile power unit (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The mobile power unit was shipped to the customer on 04may2023. Heartmate 3 instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use (rev. G) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. G) section 3 ¿ ¿powering the system¿ addresses how to properly connect the system controller to the mobile power unit. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the power cable disconnect or low voltage alarms. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.